Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2009; 0125 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device generator change procedure for suspected premature battery depletion, when opening the pocket a left ventricular (lv) lead insulation tear occurred. The lv lead was "repaired" with a suture sleeve and was kept as the active lv lead. Approximately three years later, the lv lead exhibited low impedance and high threshold. A procedure was scheduled to attempt additional lead placement. During the procedure it was noted via angiogram that an obstruction of the ostium of the sinus was present likely from a slip-like appearance as the right atrium is markedly dilated. As such, multiple attempts to access the coronary sinus were unsuccessful and the procedure was abandoned. The physician then focused on approach to the lv epicardial lead. It was noted that the suture sleeve around the area of the lv epicardial lead was damaged, and was removed. The site was then covered with sealant, the cap was cut around the damaged area and the area was sealed off with several sutures. The lv epicardial lead was tested and showed improved and acceptable lead impedance values. The lv lead remains in use. No patient complications have been reported as a result of this event.